Manufacturer narrative:
Device passed all functional tests including displacement and self tests; however, throughout testing the very right side of the lcd display was white. After further review of the device interior, the upper right corner of the circuitry to the right of the lcd controller is cracked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the few millimeter on his screen that was getting bigger and display was partially not readable. Customer's blood glucose level was 4.5 mmol/l. The device will be returned for analysis.